Event description:
It was reported that there was an issue with the critical alerts prompt. Data was evaluated and the allegation was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).